Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
A patient commented on stryker's (B)(6) page: "I have a stryker knee. They only last five years¿". On following up to advise the patient to contact stryker, patient responded that she is in pain.